Event description:
During routine follow up of the pacemaker involved in this MDR report, a warning message was displayed during temporary programming (B)(4). When the "ok" button of the warning window was pressed, the programmer shut down. Normal operation was observed after it was restarted.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Since the device remains implanted, the programmer files were reviewed. (B)(4).